Event description:
Medline custom pack - cardiac adult pump pack - with stryker laparotomy sponges that did not have the stryker surgicount barcode for scanning of sponges for count purpose when used in patient care. For patient safety, sponges were removed from the sterile field and replaced with the correct scannable sponges.